Manufacturer narrative:
Diopter: -13.50. Device evaluated by manufacturer? No. Lens not returned. Conclusions: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the primary lens was exchanged for this lens. The surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -13.50 diopter in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced elevated intraocular pressure (44mmhg). The lens was explanted and no other lens was implanted. Post-op visit on (B)(6) 2015 - bcva was 20/25. See MFR # 2023826-2015-01244 for primary icl.